Event description:
(B)(6) 2013, customer reports via phone that during a ureteroscopy on (B)(6) male patient the system failed. The physician moved the patient to another room to complete the procedure. No patient injury.

Manufacturer narrative:
Field service engineer (fse) evaluated a report of a frozen system and found a table motion error while moving the table top in the long direction. Fse replaced the long table movement transducer pcb assembly tested the movement, and problem was resolved. Fse verified proper operation per service checklist (B)(4) and hut service manual 4041004 and returned the unit to customer for full service.